Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at wrist were not damaged an additional observation not reported by site was that one grip cables was derailed at the distal idler pulley. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to the derailment. An additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal nd a rough surface finish. The scratches were short in length and not aligned with the tube axis. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations there was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that damage was likely due to mishandling.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.